Manufacturer narrative:
Root cause analysis result: the previously used insulin syringe 31g x 8mm(5/16in) x 1 ml complies with iso standards, and it was judged that there was no problem before use. The broken needle was used by the user for a purpose other than its intended use, and it is judged that it was caused by using a fine needle that was not suitable for the purpose. Root cause: 1. The 2019 manufacturing record, process inspection record, and product inspection record were reviewed, but there were no special issues. 2. The 31g x 8mm(5/16in) x 1 ml needle import inspection report in 2019 was reviewed, but there were no special issues. 3. In the import inspection, stiffness, resistance to breakage of needle was performed in accordance with iso 9626, and all conformed to iso standards. However, the stiffness varies a lot depending on the needle gauge and wall type (regular wall, thin wall, extra thin wall, ultra-thin wall). In other words, if there is a lot of load during injection, the use of thick gauges and regular walls is encouraged. However, the 31g cannot withstand a lot of load due to its fine needle. 4. When reviewing the contents of the complaint, it is said that while injecting the drugs into his penis, the needle broke off. This is proof that there was no problem with the insulin syringe before use. This is because, in order to use an insulin syringe, drugs are sucked into the syringe using a needle, the air in the syringe is discharged using a plunger, and the needle must be checked for any abnormalities. And if the needle is bent or broken, injection into the penis itself is impossible. 5. There is an inspection device in the manufacturing process, so products with bent or broken needles cannot be included. 6. The original purpose of this insulin syringe is to inject insulin. It is against this purpose to inject drugs for erectile dysfunction. The FDA certificate states "sure-fine insulin syringes are hypodermic insulin syringes for subcutaneous injection of u100 insulin."

Event description:
Patient using an insulin syringe for ed injections (not indicated, but prescribed by a physician). About half of the needle broke off during the injection into the skin.